Event description:
Patient was being transferred from one hospital to another by air. The patient was going to the catheterization lab there. It is standard to have the patient on a monitor during this type of transport. They placed a lifepak 12 on the patient and it would not turn on. They placed the patient on the backup monitor which does not have the ability to defibrillate if needed. They transported the patient without incident, but if they had needed to defibrillate the patient they would not have been able to do so. The lifepak 12 was sent to biomed for evaluation.